Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube and cracked battery tube threads. No moisture damage inside insulin pump.

Event description:
Customer called to report the insulin pump has unresponsive buttons. Blood glucose reading was 190 mg/dl. The customer stated that he went swimming while wearing the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.